Event description:
It was reported that during a scheduled lead revision, the device setscrew would not re-engage and eventually came out of the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The analyst noted that the set screw was loose /detached from the device as the set screw was stuck on the wrench. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).